Event description:
Information was received that this product was part of a system revision due to infection. The left ventricle (lv) lead was cut and retracted back into the cardiac cavity. The lv lead was explanted and abandoned at surgery. There were no additional adverse patient effects reported.